Manufacturer narrative:
Insulin pump received with detached or missing end cap, cracked lcd window, cracked case at display window corners.

Event description:
Customer reported via phone call that insulin pump had damaged down the reservoir to the keypad . Customer's blood glucose value was 384 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.